Event description:
It was reported that the patients lead had migrated. The patient underwent a lead explant procedure as the physician was not able to reposition the lead due to scar tissue. The explanted lead was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.